Event description:
A report was received that the patient was experiencing charging difficulty following a cardioversion procedure. A bsn engineer confirmed that the ipg damaged by the cardioversion procedure. The patient underwent an ipg replacement procedure, and is reportedly doing well.